Manufacturer narrative:
This supplemental report is being submitted to withdraw MFR report #8010047-2021-02395. It was reported that the same event occurred on two devices. This is the second one of two reports. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was discarded by the user. The reported event could not be confirmed. Therefore, based on the investigation of the other device of two devices, we presumed that the reported event of the probe was the following. *there was a scratch on the probe. Olympus medical systems corp. (Omsc) concluded that there was no MDR reportable malfunction or adverse event.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. During a laparoscopic hysterectomy, the subject device was used. The probe tip of the device broke. There was nothing left inside the patient. The intended procedure was completed with another device. There was no patient injury reported. No further information was provided.